Manufacturer narrative:
The device was explanted, but was not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient had acquired a staph infection following an implant procedure. The patient was hospitalized and was provided with IV antibiotics. The device was explanted. There were no reports of further complications.